Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Although imaging was difficult due to the rotated heart, one clip was implanted. Post deployment, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the friable leaflets. Two additional clips were implanted to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on this information, the reported poor image resolution and incomplete coaptation was due to challenging patient anatomical condition. There is no indication of product issue with respect to manufacture, design or labeling.